Manufacturer narrative:
(B)(4) for the reported event of loop failed to transmit current. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium oval snare was used in the colon during a colonoscopy and polypectomy procedure. It was reported that the snare loop was unable to transmit current. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.